Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed self-test. No unexpected watchdog timeout or frozen screen noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a watchdog timeout error. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported the error alarmed yesterday and did a full troubleshooting with the insulin pump. The insulin pump then froze and was deemed it need to be replaced. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.